Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). 2. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? 3. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 4. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 5. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Citation: acta neurochirurgica (2023); 165:2979¿2983. Https://doi.org/10.1007/s00701-023-05708-1 event related to mw # 2210968-2024-04183. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via a journal article: title: case report of bilateral middle ear effusion requiring myringotomy and tube placement following inferior u-shaped nasopharyngeal flap elevation for endonasal odontoidectomy: investigation of causality. Authors: chitra kumar1 · joel kaye2 · katie phillips3 · jonathan a. Forbes2 citation: acta neurochirurgica (2023); 165:2979¿2983. Https://doi.org/10.1007/s00701-023-05708-1. This study reports a case of a 64-year-old woman (bmi of 20.30 kg/m2) with symptomatic os odontoideum and a previous history of c1-2 wiring who underwent successful treatment with a staged endonasal odontoidectomy and c1-2 revision of instrumentation. Access to the odontoid process was gained through the endonasal corridor using an inverted u-shaped nasopharyngeal flap (iunf). During the surgery, the iunf was re-suspended with two barbed 4¿0 monocryl sutures (stratafix spiral monocryl sutures), followed by oxidized cellulose polymer surgicel (ethicon, raritan, nj) and tissue glue (adherus hydrogel sealant; stryker, kalamazoo, mi). Reported complications include conductive hearing loss secondary to bilateral middle ear effusion, requiring bilateral myringotomy and tube placement 3 months post-operatively. The author hypothesize this dysfunction may have resulted from surgical edema, packing buttressing the iunf, or some combination thereof. In conclusion, this case report described is an important and necessary first step in investigation of eustachian tube dysfunction following nasopharyngeal incision for surgical exposure of the ventral craniocervical junction. To the authors¿ knowledge, this case report is the first to investigate pathophysiology of eustachian tube dysfunction following an iunf harvest and resuspension for odontoidectomy.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: 1. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? Uncertain. Ethicon products performed in their intended fashion. In this case it is possible that too much packing may have affected eustachian tube function. 2. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? No. 3. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Tympanostomy tubes were placed. 4. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). No. 5. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.